Manufacturer narrative:
The contribution of the device to the experience reported could not be determined as the device was not returned for evaluation. Additionally, the device specific information was not provided, precluding a review of the device history record.

Event description:
Revision of knee components due to loosening of the femoral component.

Event description:
It was reported that a patient fell and experienced a revision of knee components due to the loosening of the femoral component. The patient was reported to be highly obese at the time of the initial surgery and then has continued to gain weight. There is no allegation that the devices malfunctioned or had a problem. No additional information has been provided. This is one of three products involved with the reported event and the associated manufacturer report numbers are 1038671-2017-00321 and 1038671-2017-00322.

Manufacturer narrative:
After further review of additional information received the following sections date of report, event, relevant tests/laboratory data, other relevant history, PMA/510k, if follow-up, what type and adverse event problem have been updated accordingly. In a review of the labeling it is a known complication that a patient's age, weight, or activity level would cause the surgeon to expect early failure of the system. Revisions or surgical interventions are a known complication found in joint replacements. Based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of patient instability of the knee devices is most likely due to the patient's traumatic event of a fall and stressors on the implants due to patient obesity. This device is used for treatment, not diagnosis unable to provide expiration date and manufacturer date without serial numbers. Unable to provide 510(k) with out catalog number. Not a facillity. No device evaluation pending.